Event description:
It was reported that the speaker assembly of the intellivue multi measurement server x2 was not working and no sound was coming from the device. It is unknown t time of report if device was in use. No report of adverse event or patient impact was reported.